Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was unable to get left sided coverage. The patient is deciding on where to follow up and establish care as the patient currently does not have a healthcare provider (hcp) for their device, if the patient finds a hcp she will try and get the device replaced or revised. The cause of the high impedances was unable to be determined. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-14, information received from the patient via the manufacturer¿s representative reported that they had stopped using the stimulation from their implantable neurostimulator (ins) 2 years ago. The stimulation was not covering their pain so they had stopped using it. They now wanted to use the therapy again but the ins would not charge. The manufacturer¿s representative tried to communicate with the ins but they were unable to connect or start a normal recharge session. A trickle charger was then initiated. On follow up the representative was able to get the ins battery restarted and turned on. After a little reprogramming, the patient was receiving therapy again. No surgical interventions had occurred or were planned but the patient would like a revision. If additional information is received, the event will be updated. On 2019-nov-12, additional information was received from a manufacturer representative (rep) reporting that an overdischarge was alleged. The indicated that the overdischarge was previously reported. The rep was calling because they met with the patient today and expected their device to be at eos (end of service) as the patient had had their device past 9 years from when it was implanted, but they did not have an eos message. The rep had indicated that the patient had a two-year overdischarge event in the past. Technical services reviewed that the overdischarge event would extend the patient¿s eos clock. It was reported that the event occurred on (B)(6) 2019. It was also noted that the patient had a lack of therapy. It was reported that they had high impedances on contacts 0 through 3. It was indicated that the rep was going to try to reprogram the patient to resolve the issue. The rep had also clarified that this was not a loss of therapy. The patient was just in to see if they could be programmed for better coverage. They stated that they didn¿t recall ever feeling much on their left side and so were trying to improve their relief. No further complications were reported/anticipated.